Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: us157850 m2a magnum cup 984960; 157444 m2a modular head 600920; 139252 m2a taper insert 163720; 103203 taperloc femoral stem 247510. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09524.

Event description:
It was reported the patient underwent left total hip arthroplasty, subsequently the patient underwent a revision procedure to remove a pseudotumor approximately 9 years post operatively. Attempts have been made and no further information has been provided.